Manufacturer narrative:
Product complaint # (B)(4) additional information: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Yes there was additional intervention required. Multiple attempts were made to remove the product causing further damage to the skin ¿ if medication was required, please clarify if it was prescription strength. Prescribed methyl prednisone for 7 day tapering down from 5 pills. In addition, was prescribed clobetasol propionate ointment 0.05% and benadryl. ¿ can you identify the product code and lot number of the product that was used? ¿ what is the most current patient status? This spread all over my chest and below the incision areas. Patient still is suffering from blisters and continues to suffer. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes this product was used on the patient previously in 2024 for gall bladder which also caused a reaction at that time. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent hysterectomy procedure on (B)(6) 2026 and topical skin adhesive was used. Patient had adhesive used to help seal up incisions. About 48 hours post surgery blisters developed at incision sites where adhesive was used. The blisters are filled and multiplying though several days. Benadryl and ointment per doctor was used with no change in blisters or relief from itching. Prescribed methyl prednisone for 7 day tapering down from 5 pills. In addition, was prescribed clobetasol propionate ointment 0.05% and benadryl. Device are discarded. Additional information has been requested.